Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received the user facility report (2300530000-2013-9015) from the (B)(4). The report indicated three months ago, the pt had a CT of the heart which confirmed that the lvad outflow was thrombosed, indicating that the lvad was no longer working. The lvad was turned off to limit further complications. The driveline was snapped off at the skin level. Add'l info was received from the hospital's vad coord stating the pt was traveling and was out of state at the time, and developed a stroke. It was also reported that the pump clotted and it was turned off. The pt was seen at an outside hospital as he was unable to get back to the implant center. The last info that was provided to the vad coord was that the pt was in rehab.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.